Event description:
It was noted that a balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the coronary artery. A trapper exchange balloon was selected for use. During preparation, it was noted that the balloon could not hold pressure as the air bubbles would not stop coming from the catheter into the syringe due to pinhole in the balloon. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was noted that a balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the coronary artery. A trapper exchange balloon was selected for use. During preparation, it was noted that the balloon could not hold pressure as the air bubbles would not stop coming from the catheter into the syringe due to pinhole in the balloon. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube and that the balloon had been subjected to positive pressure and was returned in a deflated state. Microscopic examination showed a 5mm tear in the balloon 12 mm proximal from the balloon tip, and no damage to the tip, markerbands or shaft polymer extrusion. An attempt was made to inflate the balloon however the inflation liquid was seen coming from the 5mm tear noted in the distal section.